Event description:
It was reported that prior to starting a da vinci si surgical procedure the monopolar cautery instrument copper leads were noted to be bent inside the distal tip. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the electrical prong was found bent inside the cautery adapter, resulting in the cautery tip not fitting properly.